Event description:
Educator attempted to place dexcom g7 (lot 1825078004, exp. 8/31/26) to right arm but when the button was pressed, there was a delay in releasing the needle. The catheter kinked upon insertion. Removed sensor. Sensor tip intact. No injury noted to the patient.